Event description:
The tech alleged that the siderail could not be latched because the latch bolt was missing. No pt impact.

Manufacturer narrative:
The tech replaced the latch bolt to resolve the issue.